Event description:
Per the biomed tech, reports have been made in regards to the ultrasound applicator head getting hot during patient treatment. The biomed tested the device and was unable to duplicate the issue. The device is being returned for evaluation.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device.